Event description:
It was reported that a patient underwent a plif at l4-l5. Later, back-out of the cage was found. It seemed that concerned cage moved gradually backward postoperatively. It reportedly put stress on nerves. A revision surgery to replace the cage is scheduled. The physician commented "that compression had not been applied enough."

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.